Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
A 7f sheath was placed in the left femoral artery (lfa) for contralateral access to fix a chronic total occlusion (cto) of the entire right sfa with a short stent in the ostium. A .035 260 wire with a trailblazer was easily advanced to popliteal. The physician exchanged the .035 wire with the spiderfx and deployed it at the distal popliteal. The physician then used an atherectomy device for multiple passes to which the spiderfx was repositioned multiple times. Upon removal of the atherectomy, the spiderfx was accidentally pulled back to proximal sfa, and completely removed with the trailblazer. The scrub tech noticed debris in the spiderfx basket and the tip of wire was absent. Fluoroscopy revealed the tip in the distal sfa. The physician tried to aspirate thru a 5f im catheter unsuccessfully. The physician then asked for a new 7.0 spiderfx to deploy distal in attempt to capture the tip in the basket, yet was unsuccessful. The physician decided to complete the initial intervention. Angio post atherectomy revealed very limited flow, therefore a drug coated balloon was used on the ostium and proximal sfa. Same pta was used on the mid and distal sfa. A self-expanding stent was used in the distal sfa which also apposed wire tip. This was a successful intervention, no adverse outcome and the patient is stable. No additional medical intervention needed. Evaluation of the returned device on (B)(6) 2015 confirmed the distal floppy tip was not received.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.